Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note customer stated is testing with two different test strips bottle identified as lot # rt4887 purchased recently as well as lot # rs4839 part of the complaint product system.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 215, 217 and 199 mg/dl. The customer's expected fasting blood glucose test result range is 107 mg/dl -180 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern:217 mg/dl,215 mg/dl and 199 mg/dl. The customer states that has been testing from two different bottles of test strips lot# rt4887 that just purchased and lot# rs4839, which came with the meter. Customer stated that the result of 146 mg/dl fasting was tested on a family member.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note customer stated is testing with two different test strips bottle identified as lot # rt4887 purchased recently as well as lot # rs4839 part of the complaint product system.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 215, 217 and 199mg/dl. The customer's expected fasting blood glucose test result range is 107mg/dl -180mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 10/14/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 199mg/dl (B)(6) 2016 10:08 am fasting: yes, the 215mg/dl (B)(6) 2016 09:34 am fasting: yes, the 146mg/dl (B)(6) 2016 07:55 am fasting: yes (family member), the 217mg/dl (B)(6) 2016 07:44 am fasting: yes, the 177mg/dl (B)(6) 2016 07:33 am fasting: yes. Memory concern:217mg/dl,215mg/dl and 199 mg/dl. The customer states that has been testing from two different bottles of test strips lot# rt4887 that just purchased and lot# rs4839, which came with the meter.customer stated that the result of 146 mg/dl fasting was tested on a family member.